Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4).the complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the connection of the water feedset tube and spike of an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected and connected to a water bag to test for leaks. Results: small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient glue was present around the spike tubing connection. A lot check revealed no other complaints of this nature for lot number 110704. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).